Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. The field service engineer (fse) inspected drawer 5, a full-height cubie drawer, which was not detecting as closed. The fse found that the magnet was missing from the inception latch, replaced the inception latch, and confirmed proper functionality. The customer tested the station successfully, and preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.